Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The screen was flashing sometimes, then stopped working. Customer advised to discontinue the insulin pump and have back-up plan. The insulin pump will not be returned for analysis.